Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, hyperglycemia and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient was taken to the hospital via ambulance and admitted over night, due to diabetic ketoacidosis (dka) vomiting, seizures, unconsciousness and high blood glucose (bg) levels of 34 mmol/l (612 mg/dl) while wearing the pod between 4 and 24 hours on the hip/buttocks area. An aspirin pill was given by the emergency medical team (emt). At the hospital, the patient experienced neck and chest pain, was also diagnosed with depression, a heart murmur, placed on intravenous (IV) of saline solution (2 bags) administered manual injections of short acting insulin, given morphine, an anti-emetic drug (name unknown) and 2 squirts of nitroglycerin spray to treat an angina (chest pain). Upon dismissal, the patient activated a new pod.